Manufacturer narrative:
As reported, fluid was noted inside of hydrosurg plus battery compartment at the end of the case. The subject product was returned for evaluation. Visual examination identified corrosion of the internal components, which was due to fluid ingress into the motor housing. Cracks and excessive rtv were identified on the motor mount allowing fluid to pass through the motor mount and down the sides of the motor to the pc board and battery compartment. Based on the sample evaluation and investigation performed, the reported event was confirmed and the root cause determined to be manufacturing related.

Event description:
As reported, the bard/davol hydrosurg plus irrigation was used during a procedure on (B)(6) 2021. When the operating room staff opened the hydrosurg battery compartment at the end of the case, noted fluid inside the battery compartment. There was no performance issue and the device functioned as intended. There was no reported patient injury.